Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found a worn uso seal. The customer's reported problem was confirmed by the functional test. The cause was due to the downstream occlusion sensor. The downstream occlusion sensor was replaced to correct the reported issue. The device passed all functional tests after the repair. Service history identified that no previous repair has been noted in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device failed the occlusion test @ 8.74psi. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.